Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2019 regarding a patient receiving compounded baclofen (250mcg at 93.77289 mcg/day), fentanyl (400mcg at 150.03663 mcg/day), and bupivacaine (30mg at 11.25275 mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient reported pain at the pump site with an unknown cause. On (B)(6) 2019 the patient reported loss of therapeutic relief and presented to the emergency department (ed). On (B)(6) 2019 the patient was admitted to the hospital with new right hip/groin pain that radiated from the pump site. The patient was transitioned to oral medications and magnetic resonance imaging (MRI) was ordered. On (B)(6) 2019, the MRI ruled out inflammatory mass. On (B)(6) 2019 the system was explanted. No further diagnostics or interventions were performed and the event resolved without sequelae on (B)(6) 2019. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. The loss of therapeutic relief was related to the drug with a decrease in dose indicated as a contributing factor. The event resulted in an unscheduled clinic or office visit and in-patient hospitalization. No further complications were reported or anticipated.